Event description:
It was reported a balloon rupture occurred. The target lesion, exhibiting 100% stenosis, was located in a moderately tortuous and moderately calcified peripheral artery, involving in-stent restenosis within previously placed stents in the p1 and p2 segments of the popliteal artery, with additional distal disease. The affected segment was pre-dilated using a 5.0 x 120 mm sterling balloon inflated to nominal pressure. It was noted that the stent in the p2 segment was undersized, resulting in a flow-limiting narrowing. A 5.0 mm x 20 mm x 135 cm otw peripheral cutting balloon was advanced over a v18 guidewire to treat the lesion. During inflation at 10 atmospheres for approximately 10 seconds within the p2 segment, balloon rupture occurred. The device was removed without complication. A second 6.0 mm x 20 mm otw peripheral cutting balloon was subsequently advanced to the same segment and inflated to 10 atmospheres; balloon rupture again occurred during inflation. The device was removed without resistance. Following these events, a 5.0 x 40 mm x 135 cm charger balloon was advanced and inflated to 20 atmospheres. Thereafter, a 5.0 x 150 mm x 150 cm ranger device was used to treat the diseased vessel. The procedure was successfully completed using alternative devices. There were no patient complications associated with this event.